Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Lot identification is necessary for review of device history records; lot identification was not provided. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in japan.

Event description:
It was reported that during the surgery, this complaint product didn't work at all. There was no patient harm. It was unknown if there was a surgical delay. During device evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte. Due diligence is complete, there is no additional information available.